Event description:
The customer reported being hospitalized for high blood glucose and diabetes ketoacidosis. The blood glucose reading at time of the call was 311 mg/dl. Troubleshooting was performed. The alarm history revealed several no delivery alarms. Ran a fixed prime test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.